Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3 the device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified the event can be prevented by following the instructions for use which state: ¿ IFU states the detection method in gastrointestinal videoscope olympus cf-lv1l/I operation manual chapter 3 preparation and inspection. ¿ IFU states the preventative measures ingastrointestinal videoscope olympus cf-lv1l/I reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope has black water flowing from the distal end of the endoscope. The issue occurred during reprocessing. There was no patient involvement.